Event description:
A customer contacted beckman coulter regarding erroneously elevated free t3 (ft3) test result that was generated by the unicel dxi instrument. The ft3 result from sample c (collected mar 2004) was 26.9 pg/ml. The customer indicated that this pt was also tested for ft3 in jul 2003 and sep 2003. The ft3 results from jul 2003 (sample a) and sep 2003 (sample b) were both > 30 pg/ml. Elevated ft3 results were obtained from a different chemistry analyzer. The customer indicated that endocrinologist treated the pt with thyroxine in jul 2003 and was changed to synthroid in sep 2003. The customer indicated that ft3 result from sample c was questioned by the endocrinologist. The endocrinologist indicated that the pt did not show signs of t3 toxicosis. The elevated result did not match the pt's clinical presentation. The endorinologist indicated that the pt did not show signs of t3 toxicosis. The elevated result did not match the pt's clinical presentation. The endocrinologist requested that pt samples collected in a reference lab be sent for additional ft3 testing. The ft3 result from the reference lab was 6.4 pg/ml. The reference lab ft3 result was greater than the upper end of the refernce interval [see b6]. The customer did not provide additional info regarding this event.